Manufacturer narrative:
Evaluation summary: the device history record (DHR) was reviewed and did not show any abnormalities. A remark was noted for contamination, however, all required actions were taken. No complaint sample has been received. The sterilization cycle was checked for this specific custom pak lot and no abnormalities were reported. Custom pak was released according to the specifications. Based on the performed investigation, no direct root cause for this issue could be found within the manufacturing and the sterilization process. The root cause remains inconclusive as it is unable to verify. (B)(4).

Event description:
A surgeon reported that a pt experienced endophthalmitis after a vitrectomy surgery. Pt's condition is improving. Additional info has been requested but not received to date.